Event description:
Patient stated that he awoke to observe "77" displayed on the screen of his insulin infusion device and a beeping sound was audible. He reported being aware of the power pack recall, but he had not replaced his power pack in over four weeks. The patient was educated on the importance of replacing the power pack every two weeks as instructed. He stated that he inserted a new power pack and the device functioned properly. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.